Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the nasolabial folds with juvéderm® vollure¿ xc. Hcp states patient is experiencing granulomas in the injection site as well as in the chin and perioral area. Hcp states patient has received covid vaccinations and was exposed to covid virus on more than 1 occasion (not device related). Patient initially complained to the hcp about nodules that "come and go", but is now "dealing with granulomas that have lasted about a year". Symptoms are ongoing.